Manufacturer narrative:
(B)(4). The device history record for the lot number, 0202224491, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The product involved in the report has been returned and is being processed for evaluation. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).

Event description:
Fill volume: unknown, flow rate: 2ml/hr, procedure: unknown, cathplace: unknown. A report was received stating the pump infusion was completed earlier than expected. The pump was connected on a wednesday. It was expected to run for about 44-hours. The patient reported the pump completed infusion at 7:00pm on the thursday evening. There was no reported injury.

Manufacturer narrative:
One sample device was returned. The original packaging was not returned with the device. Infusion was verified when opening the pinch clamp. The tubing was cut a few inches distal to the blue connector to drain the medication. The tubing was bonded back together with a male and female luer using cyclohexanone. The pump was refilled with 0.9% of saline using the repeater pump to the nominal value of 100ml. Infusion was verified and the flow accuracy test was performed. After 37.5 hours of testing, the pump yielded a flow rate of 1.90ml/hr, which is within specifications with a +/-15% tolerance. The pressure pot was performed on the flow restrictor. The tubing was detached from the pump and connected to a pressure gauge. The average bladder pressure used was 10.09psi. The flow restrictor yielded a flow rate of 1.97ml/hr, which is within specifications with a +/-15% tolerance. Destructive analysis was performed on the bladder to view the mandrel for drug residual and crystallized medication. The dust cover was opened up using scissors. The bladder was opened up to view the mandrel and check-band, no crystallized medication or drug residual was observed in the mandrel. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.